Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. The patient was unable to provide a lot of information, as the event ¿happened years ago¿. On the day of the event the patient became incoherent and went ¿into a coma¿, while being in a parking lot. When the patient regarding consciousness they were already at the hospital. The patient was told by the doctor that the blood glucose reading would have been around 1799 mg/dl. When the patient woke up at the hospital, the dexcom was 200 mg/dl. The patient experienced diabetic ketoacidosis. No information was reported regarding possible treatment and hospital visit and duration. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.